Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 rubber covering on the tip came off , but did not stay in patient . It was removed, no additional incision needed. No delay in procedure. A new device was used to complete the procedure. No harm to patient.

Manufacturer narrative:
Internal complaint number: (B)(4). The lot # 25154022 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory on 16dec2020 and investigated on 18dec2020 . There were signs of clinical use on the jaws. Blood and heavily charred tissue was observed on the heater wire. A visual inspection device was conducted. The silicone insulation on the cold jaw was completely torn off and detached, exposing the metal from the cold jaw. The detached silicone insulation was returned for evaluation. Upon evaluation, it is confirmed that it is the silicone that came off from the cold jaw. The heater wire was observed to be slightly flexed due to clinical usage at the center of the hot jaw, but remained attached at the base and tip of the hot jaw. Based on the condition of the device as found, the reported complaint was confirmed for "peeled; jaw".

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to (B)(4) cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 rubber covering on the tip came off , but did not stay in patient. It was removed, no additional incision needed. No delay in procedure. A new device was used to complete the procedure. No harm to patient.